Event description:
It was reported that the patients temperature went from the achieved goal of 91.4°f to 97.6°f over a couple of hours. Further information was not available.

Manufacturer narrative:
The patient was originally set to reach 33c, and then after reaching that temperature the patient temperature rose to 36.5c-36.8c. Michael also reported that the hospital protocol says target for cooling therapies is 36c, not 33c, and that it is possible that someone changed it when they realized the incorrect protocol was being used. A quality assurance engineer determined based off of the provided information that there was likely no defect with the unit. This issue was resolved by providing inservicing for the customer on the usage of the device.

Event description:
It was reported that the patients temperature went from the achieved goal of 91.4°f to 97.6°f over a couple of hours.